Event description:
This is 2 of 2 reports for the 1st device reportedly used during this event. This report is linked to mfg# 3003249645-2025-00051. It was reported that during a laparoscopic procedure, the surgeon noticed that the hook handle cev229b dia5mm 380mm (cev229b) hook melted, with blue traces on the image. The debris was removed and washed. There was no impact on the patient; thus, no injuries or surgical delays were reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Corrected field: short description ¿ updated from 1/2 to 1/4 to reflect the number of products returned. The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation. Device history record (DHR): the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were identified. Failure analysis: the hook handle cev229b dia5mm 380mm is not affected by the reported complaint. This hook handle has been repaired on several occasions by an external service provider, (B)(6). Root cause analysis: this hook handle has undergone multiple repairs by the external service provider, petel. Integra microfrance (imf) recommends that repairs be conducted within its own facility and cannot guarantee the quality or outcomes of services performed by external providers.